Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1,000 mg/dl. In addition the patient reports experiencing dizziness. The patient reports being unable to apply a pod as they had received a communication error during activation. Once at the hospital the patient was placed in the intensive care unit. The patient was treated with an insulin drip as well as intravenous fluids. The patient was placed in a regular room after being in the intensive care unit for 2 days. The patient was discharged from the hospital after 4 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.